Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient underwent bilateral removal and replacement with 400cc mentor memorygel breast implants on (B)(6) 2024, for an undisclosed reason. However, during the surgery, both implants were found to be ruptured. A 30 minute delay was reported, although, no patient consequences were reported due to the delay. An event date prior to the explantation date was provided. Follow-ups were conducted. The surgeon indicated there were no accompanying symptoms prior to the surgery and did not disclose a reason for the replacement surgery.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast augmentation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 15, 2024, the mentor analysis lab received the suspect medical device for evaluation. D4: UDI: as several of the device characteristics are unknown at this time, the UDI is currently unavailable. On july 18, 2024, mentor completed an evaluation on the returned device. Mentor conducted visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally an area of siltex cracking was observed on the edges of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Manufacturer¿s reference number: (B)(4).